Event description:
On 9/30/98 the pt presented to the hosp with chest pain prior to cardiac catheterization. According to the hosp records, the pt is reported to be obese and on 7500 units of heparin. Left heart catheterization was performed percutaneously via the right femoral artery. Following the catheterization, an angio-seal device was deployed. Hemostasis was achieved and a pressure dressing was applied. The pt was transferred to a monitored bed in stable condition and discharged the same day. The next day, the pt presented to the hosp with a slightly painful, cool right leg. A duplex doppler ultrasound examination of the right groin was performed revealing an occlusion of the right femoral artery. The pt was brought to the operating room for removal of the angio-seal device. It appeared that the device was deployed between the intima and adventitia pushing the intima shut and elevating it, causing the artery to close. The angio-seal device was removed and the damaged intima was endarterectomized down to a normal level; it was then transected. A vein patch was fit and cut to size and anastomosed to the vessel. The pt was brought to the recovery room in satisfactory condition. The pathology report clinical diagnosis indicates ischemic right leg, acute thrombectomy and repair of the right femoral artery. The macroscopic examination revealed thrombus in the right femoral artery.